Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii and ultra sound suggested rupture." Device remains implanted.

Event description:
Healthcare professional later reported "any creases" per rga. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b.5., d6b., h.6.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible. The event of capsular contracture could not be observed, as it is a physiological complication.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii and rupture. Additional report of "creases" were noted, after explant. The device has been explanted.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii and ultra sound suggested rupture." Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-45162. Aware date should have been listed as 10/aug/2024.